Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00135: driver. 3025141-2021-00137: plate.

Event description:
While implanting an aculoc 2 plate, the surgeon was inserting a locking screw when the driver tip broke off in the screw head and could not be removed. The driver tip remains implanted.